Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoirs leak. The customer¿s blood glucose level was 120 to 130 mg/dl at the time of the incident. The customer reports the reservoirs are leaking from the bottom, the customer had to start putting tape at the bottom of the reservoir. The customer did not troubleshoot and will send the reservoirs back for analysis.

Manufacturer narrative:
Evaluated 6 open/used reservoir. Performed pre-fill reservoirs test. Found no leakage anomaly during filling. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal,bolus leaking test follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoir and connector into a pump. Conclusion: reservoirs does not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.